Event description:
The user was seen for 9 week mapping, at which the user was not responding to anything in the booth. The mother reported a recent bump to the head after playing. In the previous visit the user was reported to be doing well with the device. The user was re-implanted on (B)(6) 2019. This report refers to 9710014-2019-00828. For further information please refer to this report.